Event description:
It was reported that a user experienced a sensor pairing failure when attempting to pair a new libre 3 plus sensor, after which rescanning initiated the warmup period and resolved the issue. Symptoms included no adverse clinical effects. Outcomes included no impact beyond brief interruption of sensor connectivity. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient pairing failure that resolved with repeat scanning, consistent with a temporary connectivity or initialization issue with the sensor pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user- or use-related pairing difficulty without device malfunction.